Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced vaginal pain, recurring incontinence, dyspareunia, severe and disabling injuries, mental and physical pain and suffering, mental anguish, physical impairment, physical disfigurement, and infection. It was additionally reported the plaintiff had eroded mesh removed on (B)(6) 2012, (B)(6) 2013. On (B)(6) 2013 the plaintiff was brought in to surgery for mesh erosion into the bladder; however it was noted that just scar tissue was present and there was no erosion of mesh into the bladder. No further complications were reported in relation to the event.

Manufacturer narrative:
Lawyer-filed report (B)(6).